Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot# v970032, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-mar-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that since after they had their battery changed (due to normal battery depletion), right after the 3rd week, the lead stopped working and caused the programs to be "totally out of wack" physician listings were sent to patient for further troubleshooting. No further complications were noted or anticipated